Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t2 implant of the fast-fix 360 could not be deployed. The t1 implant was removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The needle/overmold is bent. The actuator is fully deployed to the tip of the needle. There is bio debris in the needle. A functional evaluation of the device shows that the actuator is stuck at the tip of the needle and will not cycle due to the bend in the needle/overmold. An evaluation of the customer provided image showed the device laying on a s+n box with the batch number of the complaint on the label. The suture with one t is laying around the handle of the device. The other t is not visible, if attached. The needle/overmold is bent on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.